Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer (prm) powered up to a faint screen. The inverter and lower half of inverter cover which was melted from a bad inverter was replaced. The prm passed all other incoming test. The programmer was repaired.

Event description:
Boston scientific received information that the screen display of this programmer (prm) faded. Though the representative can tell that the prm was working, the screen contrast was inadequate for viewing. The representative tried to unplug and reboot but the contrast gradually dim again. The prm will be returned for analysis. No adverse patient effects were reported.